Event description:
Bilateral IV sites went bad during operating room case. Dr. Identified this as an issue with the extension tubing and its connection to the IV hub coming undone causing the IV to "blow". Staff has noted that the 7" (18cm) appx 0.41 pressure infusion extension set may be coming undone with minimal manipulation of the IV line due to how thick the IV extension set is, causing it to rotate at the hub connection resulting in leaking or unintended disconnections. This resulted in the patient moving during the surgery and emergent need for additional IV access intraoperatively.